Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged the generation of sars-cov-2 discrepant results for a patient sample when using the cobas 6800/8800 sars-cov-2 test compared to the retest results. The initial test on the cobas 6800 system generated a sars-cov-2 presumptive positive result (target 2 positive). Retest on the cobas liat system and on cobas 6800 generated negative results. The sample was a nasopharyngeal swab collected in labturbo¿ specimen collection kits. The sample was inactivated using equal volume of magna pure 96 external lysis buffer (400ul sample: 400ul external lysis buffer) for 10min in a secondary tube, prior to be tested. The method sheet of the product indicates this test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) and nasal swab samples collected in cobas® pcr media and 0.9% physiological saline. Testing of other sample types with cobas® sars-cov-2 may result in inaccurate results. In addition, inactivation of the sample material prior to testing is not indicated in the product's method sheet. The positive result was not released. No harm was alleged. An investigation is ongoing.

Manufacturer narrative:
An investigation on the reagent kit lot did not identify any product problem. It is likely the discrepancy between results is due to one or any combination of the following examples: -the data revealed late CT values indicative of a sample near the limit of detection (lod), lod samples are expected to waiver between positive and negative upon repeat. -the use of non-recommended sample preparation and workflow practices, including different collection media types and inactivation of the sample, cannot be ruled out as a contributing factor. -workflow during handling. (B)(4).

Manufacturer narrative:
(B)(4).